Manufacturer narrative:
The two additional proglide devices with the same reported issue referenced are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement was attempted in a calcified common femoral artery using three proglide devices via an 8f sheath using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, cuff misses [suture retrieval issues] occurred with all three devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the tavi procedure was completed. The successfully replaced sutures were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.